Event description:
It was reported that the patient experienced left atrial appendage (laa), might have been isolated after the post-mapping procedure. Pulmonary vein isolation was conducted under fluoroscopy, guided by CT images. The procedure involved applying energy to the left superior pulmonary vein (lspv) 12 times, the left inferior pulmonary vein (lipv) 8 times, the right superior pulmonary vein (rspv) 12 times, and the right inferior pulmonary vein (ripv) 8 times. Following the electrical applications, a post-procedure map was created using carto, confirming the isolation of the left atrial appendage. Upon reviewing the fluoroscopic images taken during the procedure, it was observed that the boston scientific starter wire had advanced deeply into the lspv during its energization. Conversely, when the lipv was energized, the wire was not inserted as deeply, and the energization occurred at a lower height compared to the lspv. This suggests that the left atrial appendage was not directly ablated, and that this was a transient left atrial appendage block. The procedure was completed, and the device is not expected to return as it was disposed. It was further reported the laa might have been isolated after the post-mapping procedure. In the post-map images, the laa appeared to have low voltage. There was a possibility that it was already low voltage from the beginning, and upon reviewing the case, it was believed that the guidewire had entered the laa. The guidewire was prepared according to instruction for use. No damage to the product packaging was noted. There was no difficulty removing the product from the packaging and there was no force was ever required when using the device. It was further reported, the fluoroscopy imaging was reviewed did not confirm that the wire entered the laa, only that the physician believed it did.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 impact codes detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to section h6 impact codes, code f12 was changed to f15. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced left atrial appendage (laa), might have been isolated after the post-mapping procedure. Pulmonary vein isolation was conducted under fluoroscopy, guided by CT images. The procedure involved applying energy to the left superior pulmonary vein (lspv) 12 times, the left inferior pulmonary vein (lipv) 8 times, the right superior pulmonary vein (rspv) 12 times, and the right inferior pulmonary vein (ripv) 8 times. Following the electrical applications, a post-procedure map was created using carto, confirming the isolation of the left atrial appendage. Upon reviewing the fluoroscopic images taken during the procedure, it was observed that the boston scientific starter wire had advanced deeply into the lspv during its energization. Conversely, when the lipv was energized, the wire was not inserted as deeply, and the energization occurred at a lower height compared to the lspv. This suggests that the left atrial appendage was not directly ablated, and that this was a transient left atrial appendage block. The procedure was completed, and the device is not expected to return as it was disposed. It was further reported the laa might have been isolated after the post-mapping procedure. In the post-map images, the laa appeared to have low voltage. There was a possibility that it was already low voltage from the beginning, and upon reviewing the case, it was believed that the guidewire had entered the laa. The guidewire was prepared according to instruction for use. No damage to the product packaging was noted. There was no difficulty removing the product from the packaging and there was no force was ever required when using the device. It was further reported, the fluoroscopy imaging was reviewed did not confirm that the wire entered the laa, only that the physician believed it did.

Event description:
It was reported that the patient experienced left atrial appendage (laa), might have been isolated after the post-mapping procedure. Pulmonary vein isolation was conducted under fluoroscopy, guided by CT images. The procedure involved applying energy to the left superior pulmonary vein (lspv) 12 times, the left inferior pulmonary vein (lipv) 8 times, the right superior pulmonary vein (rspv) 12 times, and the right inferior pulmonary vein (ripv) 8 times. Following the electrical applications, a post-procedure map was created using carto, confirming the isolation of the left atrial appendage. Upon reviewing the fluoroscopic images taken during the procedure, it was observed that the boston scientific starter wire had advanced deeply into the lspv during its energization. Conversely, when the lipv was energized, the wire was not inserted as deeply, and the energization occurred at a lower height compared to the lspv. This suggests that the left atrial appendage was not directly ablated, and that this was a transient left atrial appendage block. The procedure was completed, and the device is not expected to return as it was disposed. It was further reported the laa might have been isolated after the post-mapping procedure. In the post-map images, the laa appeared to have low voltage. There was a possibility that it was already low voltage from the beginning, and upon reviewing the case, it was believed that the guidewire had entered the laa. The guidewire was prepared according to instruction for use. No damage to the product packaging was noted. There was no difficulty removing the product from the packaging and there was no force was ever required when using the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.